Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in a moderately tortuous part of the ostial cx. While delivering the device, the stent dislodged from the delivery system. Not having the ability to snare the stent it was crushed against the wall of the cx and stented over by another orsiro mission stent.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined number of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined.